Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that an ar-4064-45r suturelasso's tip broke. This was discovered during a posterior labrum repair on (B)(6) 2021. Suturelasso broke at the seem where the curve meets the shaft. Sales representative reports that the angle was difficult and more pressure than usual had to be applied in order to pass the lasso. The tip was retrieved completely and case was successful without further issues.